Manufacturer narrative:
Updating brand name from tbd to ett (endotracheal tubes). This complaint has been evaluated. A review of the last three (3) product monitor review's (pmr) for trends indicated no trends for this issue on this product. Historical complaint data from (B)(6) 2015 to (B)(6) 2017 was reviewed as it relates to reports for product icc 417311. A total of one (1) complaint, including this one, was reported. This issue will be monitored through the post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
Brand name- uno endo murphy 7.5mm. (B)(6). Based on the available information, this event is deemed a product malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
Complaint reported via distributor ¿the black dot was noted on the tube before use." It was further reported that ¿the dots are on the cuff.¿ a photograph was also provided depicting the reported complaint issue. It was noted that the product was not used.